Event description:
It was reported that the hv lead impedance was out of range. The device was programmed to svc coil off and dfts were successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.